Event description:
The patient was having a laser procedure for cataract surgery. The appropriate laser parameters were set for the procedure and the laser fired outside of the intended location more anterior than anticipated. No harm to the patient and the rest of the surgery was performed as planned. Manufacturer response for femtosecond laser used for cataract surgery, lensx (per site reporter).